Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd 20 ml syringe with needle had leakage from the plunger during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with a picture of the affected sample. We have been provided also with the affected sample. A leakage through the plunger rod was observed in the provided sample. We confirmed a damaged plunger rod by the evaluation of the plunger with magnification. The DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, and this is the first reported defect for this lot. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Investigation conclusion: after the evaluation of the received samples, we conclude that the cause of the problem was produced as a consequence of damage to the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that a bd¿ 20 ml syringe with needle had leakage from the plunger during use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd¿ 20 ml syringe with needle had leakage from the plunger during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the manufacturing facility received the affected sample for investigation and a leakage through the plunger rod was observed. A batch history review showed no non-conformances associated with this issue during the production of this batch. Using magnification to evaluate the plunger, we were able to identify damage in the plunger rod. The leak likely occurred as a consequence of the damage noted which could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Investigation conclusion: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.